Event description:
This patients nurse noticed that the bivona trach was hanging off the patients neck upon closer inspection she discovered that the hub has separated from the shaft of the trach. She then successfully performed an emergent trach change.